Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the investigation, omsc surmised that the reported phenomenon was attributed to one of the followings. - due to the failure of the light source, scope or the camera head used in combination. - due to the failure of the printed-circuit board by the aging deterioration. - due to the failure such as poor connection and disconnection of the light source cable.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an unspecified procedure, it was found that the endoscopic image of the subject device became dark. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.